Event description:
It was reported the patient's ruptured aneurysm was treated with pipeline. Six months post procedure, the patient had a posterior re-bleed on the contra-lateral side and subsequently expired. The physician does not attributed the device to the death.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).